Event description:
It was reported the pump was not detecting the disposable. Bubbles observed in the dso. ?no adverse patient effects were reported by the customer".

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device was returned. Per visual inspection, bubble in dso seal. Functional testing confirmed the complaint. The cause was a faulty dso. The dso, besel and seal were replaced. The device passed functional testing after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.